Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted on the supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 70-4109l; lot # 90rmnek1; description: scorpio cr waffle femur lfit w/posts. Cat # 72-26-0912; lot # ta2moe; description: scorpio-flex cr x3 tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "tka done in 2009. Patient had multiple washouts and no success of clearing the infection. At approx one month later, dr explanted the above devices and another washout. Patient to return back to the or two days later for another washout, and antibiotic spacer insertion".